Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-oct-2012, UDI#: (B)(4). All codes apply to product ID: 3889-28 only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the rep was going to a lead revision today. It was stated that the health care professional (hcp) decided to do a lead revision because the patient had a symptom return and migration of the lead. The rep noted that this was indicated by an x-ray the hcp took. There was no weight loss or fall reported. It was confirmed that the hcp placed a new lead and was feeling stimulation and getting therapy but they did not replace the ins. There were no further symptoms or complications reported or anticipated.